Manufacturer narrative:
Section d information references the main device, the other relevant component now includes: product ID 8780 serial # (B)(4) implanted: 2013-(B)(6) explanted: 2018-(B)(6)product type catheter; ubd:2015 (B)(6); UDI #:(B)(4). The evaluation codes have been updated. Code 67 applies to the pump, code 22 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-jul-10. While replacing the pump, the doctor noticed the outer layer of the catheter (at the pump segment end) was peeling off. The physician grabbed the loose piece and peeled the loose layer back and was able to pull it off. He replaced the pump segment with a new pump segment revision kit. It was indicated the pump and catheter would be mailed to the manufacturer.

Manufacturer narrative:
Other relevant components include: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. Evaluation of implantable catheter serial number (B)(4) revealed damage to the transition tubing on the body of the catheter.(B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Per the returned pump logs, the device had been used to deliver 2,000.0 mcg/ml of fentanyl at 12.4 mcg/day and 20.0 mg/ml of bupivacaine at 0.124 mg/day. The logs indicated a motor stall recovery occurred on (B)(6) 2018, at 01:17 and the pump stalled again on (B)(6) 2018 at 20:49. A stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 20:49, with a motor stall recovery on (B)(6) 2018 at 23:18. A subsequent motor stall occurred on (B)(6) 2018 at 04:02.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl and bupivacaine both with unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported the pump stalled and did not recover. The patient did not have an magnetic resonance imaging (MRI) and was not around any magnetic interferences. The patient experienced return of pain, nausea, and sweats. Environmental/external/patient factors that may have caused or contributed to the event was unknown. Diagnostics/troubleshooting performed included the pump logs were read to determined there was a motor stall. Actions/interventions included the pump was planned to be replaced. It was noted that the issue was not resolved at time of report. It was noted that surgical intervention did not occur, but surgical intervention was planned but not scheduled. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. The patient's status at time of report was alive- no injury. The event date was noted as (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018 it was reported the device explant/replacement was planned, but not yet scheduled. The rep indicated the plan was to explant/replace the device at the end of the following week. It was reported the device would be returned for analysis once explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.